Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus has bad overlay low pressure. No patient involvement, as event occurred during testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a worn input/output label, the front panel and relief knob is damaged. The input manifold is loose on the bottom chassis and the timing valve cap contains damages. The customer stated problem was duplicated. Impact to the device was found. Replaced front panel. The cause of the reported problem was traced to the user manipulation of the device. Manufacturing DHR is not relevant to the investigation as the reported issue was not found and also due to the age of the device.